Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the pacing portion of the right ventricular (rv) lead exhibited a rise in impedance into a high range, possibly due to fracture. An increase in thresholds into a high range was also observed. A new lead was implanted to provide pacing and sensing. The high voltage portions of the lead remain in use. No patient complications have been reported as a result of this event.